Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose was 127 mg/dl. Reportedly, troubleshooting was declined and the customer changed the infusion set site and changed the pump supplies to resolve the issue.